Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records-op notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision op notes identified patient was revised due to pain and elevated metal ions. The patient had elevated serum cobalt-chrome and MRI evidence of altr. There is a cloudy white fluid encountered upon capsule entry, necrotic hip capsule identified. Corrosion was noted on the neck and inside the femoral head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref 6202-52-22 lot 62064379 tm shell 52mm, ref 6250-65-30 lot 62073197 bone screw 6.5x30mm, ref 6310-50-32 lot 62077110 longevity liner 32mm, ref 7711-09 lot 62067493 m/l taper size 9 std. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03029. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to pain and elevated metal ion levels approximately four years post initial surgery. During the revision procedure, a pseudocapsule with necrotic tissue and altr was noted as well as corrosion around the head and neck. The femoral head was replaced without complication.